Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motor position encoder error, and off no power. The customer did not receive a low battery alert prior to the off no power alert. The motor error alarm was recurring. Customer's blood glucose level was 137 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, unable to perform occlusion test and unexpected restart error test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. Unable to confirm motor position encoder error alarm due to overwritten history file. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected off no power alarm and no unexpected check setting alarm noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on the display window, missing end cap sticker and minor scratches on the display window noted.